Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the complaint was confirmed and the flexible tube of the insertion section was crushed. In addition, evaluation found the bending angle was insufficient due to elongation of the angle wire, the forceps channel was crushed and the channel cleaning brush could not be inserted smoothly, the insertion tube was buckled, the display of the image guide serpentine had disappeared, a catch was observed during angle operation and scratches were found on the operation part and switch box. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported insertion tube of the evis lucera bronchovideoscope was crushed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the image guide serpentine was peeling off. The report is being submitted due to the peeled coating found during evaluation.

Event description:
Additional information received from the customer reported the date the crushed insertion tube was observed was unknown. The customer did not know when the failure first occurred. The name of the procedure was unknown. There was no delay and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See event. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.